Event description:
Provider was collecting colon biopsies and the biopsy forcep got stuck in the channel and unable to be removed from the channel. Switched to an egd scope and used standard forceps instead.